Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was attempting to load a 12.1mm vicm5_12.1 implantable collamer lens, -12.00 diopter, into the cartridge and it was noted the lens was damaged. The surgeon felt the lens was torn during manipulating using the forcep. There was no patient contact. The lens was exchanged for the backup lens and the problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with clear surgical debris on the lens. Visual inspection found the haptic torn and foreign debris on the lens. Claim# (B)(4).